Manufacturer narrative:
Device was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08410 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. The customer's high blood glucose level was 400 mg/dl which was treated with the bolus and syringe. The customer stated they were treated with syringe of 5 units and the blood glucose dropped to 92 mg/dl,12 mg/dl and 24 mg/dl. The customer's current blood glucose level was 484 mg/dl. The customer's low blood glucose level was 35 mg/dl. The customer reported that the automode was active at the time of high blood glucose. The insulin pump will not be returned for the analysis.